Event description:
Related manufacturer report number: 1627487-2023-04804. It was reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue. Additionally, during the procedure the right lead broke. Effective therapy was established post-op with the left lead only.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.